Manufacturer narrative:
(B)(4): evaluation results: root cause of event could not be determined.

Event description:
A 3.25mm diameter x 9mm length nc sprinter rx balloon dilatation catheter was used to pre-dilate a lesion located in the lmt with no issue reported. However, after pre-dilatation, the balloon could not be completely deflated. Information received from the account indicated that when the physician encountered difficulties attempting to deflate the balloon at the lesion and pull the device back into the guide catheter, a second guide wire was inserted to rupture the balloon. The physician then removed the device with no further difficulties reported. The patient is reported to be fine and no other clinical sequelae were reported. Medtronic has received the device and its analysis has been completed. The balloon was still partially inflated. The transition tubing was twisted just proximal to the guide wire entry port and appeared slightly stretched. Despite applying negative pressure the balloon could not be deflated further and there was no indication of a leak present. The device was inflated to normal pressure and maintained pressure, however, the balloon could not be deflated when negative pressure was applied.